Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the 511sd gasket was dislodged and fell into the pt's abdomen. The gasket was retrieved laparoscopically. Another 511sd was opened and used, but co2 was leaking through the top of the device. The trocar was used to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, nonconforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional; conforming and lockout functional, conforming. Analysis conclusion: initially this trocar was not returned by the hosp to co for eval. Co have now received the instrument for analysis. Based upon the inquiry info received and the visual examination it was confirmed that the reported "511sd gasket was dislodged" during surgery. The instrument was received with the inner gasket dislodged from its original position. The inner gasket was not received. No conclusion could be reached as to precisely how this event occurred. However, in the near future, the silastic ring surrounding the flapper valve on co trocars will be "pinned" into place and thereby will alleviate the problems encountered when passing instruments through the cannula. Because of the size and handling of the instruments being passed through the cannula, co cannot entirely eliminate this from happening; however, co feels confident this change will significantly diminish the occasions on which the ring becomes loosened from the valve. As co recommends in the package insert, caution should be used when introducing and removing instruments through the trocar sleeve in order to prevent inadvertent damage ot the gaskets.